Manufacturer narrative:
Additional information: device not returned

Event description:
New information states that the lead was explanted on (B)(6) 2020. The physician believes there were externalized conductors in the clavicular area. Clavicular crush was also suspected. The patient was stable before, during and post procedure.

Manufacturer narrative:
The reported events of noise and clavicle crush were confirmed. As received, a partial lead (distal end) was returned in one piece measuring 42.5cm. Visual inspection of the lead found clavicle crush damaging all the lumens at 32.5cm to 34.1cm from the distal tip. The etfe cable coating of both right ventricle cables and the ptfe liner of the inner coil were also damaged in this location. Cables were out of the lead body insulation due to clavicle crush. The cause of the reported event was isolated to clavicle crush damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. No patient symptoms were reported. Lead replacement was discussed.